Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2019, with the implantation of an afx2 bifurcated stent graft and an afx vela suprarenal aortic extension. This initial procedure was off-label due to the use of adjunctive devices not compatible with the afx system per the IFU. The inferior mesenteric artery (ima) was occluded with coils, and a gore (non-endologix) excluder was implanted in the right common iliac artery (cia). Both the afx2 bifurcated stent graft and an afx vela suprarenal were then implanted. After a touch-up, it was noted that a type ib endoleak was observed from the left common iliac artery, leading to the addition of a gore (non-endologix) excluder implant. On (B)(6) 2024, it was reported that aneurysm enlargement was observed, prompting a contrast computed tomography (CT) scan, which confirmed the presence of an endoleak. An angiography exam performed on (B)(6) 2024, determined the endoleak to be a type ia. Additional procedures are scheduled for (B)(6) 2024.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply h3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2019, with the implantation of an afx2 bifurcated stent graft and an afx vela suprarenal aortic extension. This initial procedure was off-label due to the use of adjunctive devices not compatible with the afx system per the IFU. The inferior mesenteric artery (ima) was occluded with coils, and a gore (non-endologix) excluder was implanted in the right common iliac artery (cia). Both the afx2 bifurcated stent graft and an afx vela suprarenal were then implanted. After a touch-up, it was noted that a type ib endoleak was observed from the left common iliac artery, leading to the addition of a gore (non-endologix) excluder implant. On (B)(6) 2024, it was reported that aneurysm enlargement was observed, prompting a contrast computed tomography (CT) scan, which confirmed the presence of an endoleak. An angiography exam performed on (B)(6) 2024, determined the endoleak to be a type ia. Additional procedures are scheduled for (B)(6) 2024. Additional information: the patient was treated on (B)(6) 2024, with the implantation of one vela suprarenal aortic extension and one vela infrarenal aortic extension. The intervention was completed and the type ia endoleak was resolved.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b5: describe event or problem updated. G3: awareness date has been updated. H6: health effect - impact code: remove code 4614. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.